Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified automated compounding device (acd) disposable was leaking. This issue was further described as, ¿valves turning improperly due to the issues of the fluid leaking¿. The issue was identified during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.